Event description:
It was reported that the bed is not responding to its limits. No adverse consequence reported.

Manufacturer narrative:
Limits. Investigation determined that the limits on the bed were lost inhibiting the raising and lowering of the head end of the bed.